Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test and prime anomaly. Customer's blood glucose level was unknown. Customer advised that the insulin pump rejected new batteries and was squirting out insulin during the prime process. Troubleshooting was not performed. The product will not be returned for analysis.